Manufacturer narrative:
The customer called back and canceled the case. Multiple requests were made for evaluation and resolution data without a response. Device resolution data is not available.

Event description:
It was reported to philips that the device's hands free cable is broken. There is no patient involvement.